Event description:
On (B)(6) - the consumer stated that the tdxsp-cg powered wheelchair wheels seemed wobbly, and it was pulling to the left. The power indicator was often showing far more charge then it actually had, resulting in leaving the patient stranded. There was no injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code is unknown. The owner's manual part number 1143190, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female. However, age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.